Event description:
A periodic review of programming history was performed which identified high impedance on the device. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.